Event description:
It was reported that there was an unknown issue between what data (pump rate verify stating 0) the bd alaris pump was sending and epic (electronic health record) was receiving for a secondary infusion amikacin sulfate 785 mg in dextrose 5 % 113.14 ml bag, found during a chart review. The bd interoperability consultant reviewed the device ikp data logs and hl7 for pauses. Unfortunately, the only logs available and provided dated back to 03/08 and 03/09. Per the interoperability consultant, the messages sent from the pump indicate it was definitely paused at 20:39:54. When there was a pause, the event message is what created the zero in the prv. The periodic message was just updating epic with the status but did not create a line in pump rate verify (prv). Biomed noted that the lvp was not calibrated properly and was off by a fair bit from the accepted value. The nurse remembered changing the volume to make sure all the secondary medication infused. There was no patient harm.

Event description:
It was reported that there was an unknown issue between what data (pump rate verify stating 0) the bd alaris pump was sending and epic (electronic health record) was receiving for a secondary infusion amikacin sulfate 785 mg in dextrose 5 % 113.14 ml bag, found during a chart review. The bd interoperability consultant reviewed the device ikp data logs and hl7 for pauses. Unfortunately, the only logs available and provided dated back to (B)(6)and (B)(6). Per the interoperability consultant, the messages sent from the pump indicate it was definitely paused at 20:39:54. When there was a pause, the event message is what created the zero in the prv. The periodic message was just updating epic with the status but did not create a line in pump rate verify (prv). Biomed noted that the lvp was not calibrated properly and was off by a fair bit from the accepted value. The nurse remembered changing the volume to make sure all the secondary medication infused. There was no patient harm.

Manufacturer narrative:
The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. A review of the device history record showed the device had a manufacture date of 09jan2013 the review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn(B)(6) which did not confirmsimilar complaints with the same or related failure mode for this customer. H3 other text : device was not returned to manufacturing facility

Manufacturer narrative:
The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. No device will be returned per customer.

Event description:
It was reported that during pump rate verification it showed multiple zeros and pauses at frequent intervals. There were no adverse effects caused to the patient.